Event description:
It was reported that the an elective replacement indicator (eri) message was seen on their implantable neurostimulator (ins) in (B)(6) 2014 and noticed an end-of-service (eos)/end-of-life (eol) message on (B)(6) 2014. It was noted that the patient was traveling and needed a new physician. Additional information was received on (B)(6) 2015 noting that the patient had stimulation in the wrong location. As a result of this event there was a revision and the leads and ins were replaced. The patient had pain in low back and upper legs as stimulation was not covering those areas. On (B)(6) 2015, additional information was received indicating that the patient was doing very well and was receiving effective therapy. The patient had better coverage as leads were replaced.

Manufacturer narrative:
Concomitant products: product ID 377845, lot # n0046962, implanted: (B)(6) 2005, product type lead; product ID 377845, lot # n0046962, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 377845, lot # n0046962, implanted: (B)(6) 2005, product type lead; product ID 377845, lot # n0046962, implanted: (B)(6) 2005, product type lead; product ID fa37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).